Event description:
Affiliate reported that the patient was submitted to an implantation of a brain electrode. There was however, no reading through the monitor cable. It was necessary to change the optical fiber cable to perform the monitoring properly

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.